Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "constant downstream occlusion" alarm which was confirmed. Eval found the cause to be a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the"downstream occlusion" message. There was no pt involvement.